Manufacturer narrative:
(B)(4). The analysis results found that the (B)(4) device was received in good visual condition and with a (B)(4) reload loaded on the device. The returned reload was partially fired which indicates that the device's firing cycle was interrupted. The returned device was tested for functionality with a test reload and it fired, cut, and all the staples formed as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the device fired but the staples were malformed. Clips and sutures were used to complete the procedure.

Event description:
Boston scientific crm received information that the daily measurement (dm) table for this device and left ventricular (lv) lead system recorded an lv pacing impedance measurement of greater than 2000 ohms in (B)(6) 2010. Currently, the system exhibited loss of capture in multiple configurations. When the pacing configuration was reprogrammed lv (tip) to right ventricular (rv) coil, the lv pacing thresholds and pacing impedance measurements were 0.8 volts and 480 ohms respectively. Technical services discussed the possibility of an outer lv conductor issue. The physician elected to permanently reprogram the device to lv(tip) to rv (coil) and will continue monitoring the lv impedance measurements.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.